Event description:
Customer reported the power cable and footswitch cable are frayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord and footswitch. System operates as intended.